Manufacturer narrative:
(B)(4). Conclusions: failure to follow instructions (distal main implanted proximally). Evaluation summary: the event could not be confirmed as the front grip was returned fully engaged and could not easily be detached from to the screwgear during analysis. The root cause of the event could not be conclusively determined however, torqueing of the slider against the front grip can reduce the front grip tensile strength making the part more susceptible to detach.

Event description:
A valiant stent graft system was implanted in a patient for the emergent endovascular treatment of a thoracic aortic aneurysm. The diameter of the non-aneurysmal proximal neck was 30 mm with a length of > 100 mm. The distal neck was 33-34 mm. Another manufacturer¿s device was also implanted. It was reported that the physician planned to implant a valiant 34/34/150 proximally from zone 3, and then implant valiant 38/38/150. It was expected that the proximal end of 38/38/150 would touch the bending portion of the distal arch therefore the physician decided to implant the 38/38/150 (distal main) not the 38/38/150 (proximal main). During implant, the external slider was rotated counterclockwise to deploy the stent graft; however, when the physician attempted to pull the trigger for quick deployment, the front grip unexpectedly detached from the delivery system. The detached front grip was returned to its original position. The physician pushed the delivery system back to the target position with the stent graft partially deployed. The handle was quickly rotated and the device was quickly deployed. But wind-sock effect led to deformed proximal end of the stent graft. One of the proximal stents was implanted facing toward the lessor curvature. Ballooning was performed and the deformed part of the pr oximal stent graft returned to its original shape. Dsa revealed no endoleak and the procedure was completed. It was noted that the physician did not use greater than anticipated force and did not rotate the handle clockwise. No clinical sequelae were reported and the patient is fine.